Event description:
Vns patient has expierienced two episodes of coughing that resulted in choking. It was reported that the "strangling feeling" that the patient experiences during these episodes seems to coincide with stimulation. The patient is reportedly experiencing a greatly reduced number of seizures with the vns therapy.